Event description:
Attorney's report of patient's abdominal pain, fever and infection. In 2005, the patient was admitted to have exploratory surgery, during which the mesh was said to have disintegrated and was explanted in pieces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.